Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib connector and multifunction cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.